Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2013; 5076-45 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.